Event description:
A report was received that stated a nurse received a needle stick. The patient received the medication via a (B) (4) needle. At the conclusion of the injection the needle was removed from patient. The nurse attempted to engage the needle cover and received a needle stick injury to her finger. No information has been received regarding any medical treatment to nurse; labs were drawn.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.